Manufacturer narrative:
Submit date: 11/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a skin marker. The customer states that nine markers were leaking. This was found during incoming inspection.

Manufacturer narrative:
An investigation of the reported condition was performed. The pictures of the sample were provided for evaluation. The customer stated that nine markers were leaking. The reported condition was confirmed during the inspection. The sample was analysed by the pictures which showed that the reported condition appears to be a leak in the component (skin marker). The review of device history record (DHR) indicated that no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The device history record (DHR) review indicated that during the production process all acceptance criteria inspections per established sampling levels were within acceptable limits. The returned sample did not meet the quality requirement specifications. The possible root cause for leakage from the air hole as provided by the manufacturer may be shock to the marker by dropping it, decompression (eog sterilization). After a formal investigation of the returned sample the root cause was indicated as shock to the marker when dropping it. As a corrective action, the logistic department was advised to handle the product with care after the product is not palletized. If information is provided in the future, a supplemental report will be issued.